Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary:the infusion pump was tested for flow accuracy at 100 ml/ hour, the infusion pump failed the accuracy test (underinfusing). The specification of this device is +/-5%. The reported condition could not be confirmed due to corrosion on the pump head module (pre-accuracy test could not be performed). Service replaced the phm due to the corrosion and tested the device.

Event description:
The facility representative reported a pump that was underinfusing by more than 5% during bio-med testing. According to the facility representative there was no patient injury or medical intervention reported. No additional information was provided.